Event description:
It was reported that the competitor right ventricular (rv) lead connected to this pacemaker had high pace impedance measurements that were greater than 2000 ohms. This is thought to be a result of a spring connection issue, with the header. The device was reprogrammed. According to the physician, the patient will likely be getting upgraded to and implantable cardioverter defibrillator (ICD). The patient will be monitored until then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the competitor right ventricular (rv) lead connected to this pacemaker had high pace impedance measurements that were greater than 2000 ohms. This is thought to be a result of a spring connection issue, with the header. The device was reprogrammed. According to the physician, the patient will likely be getting upgraded to and implantable cardioverter defibrillator (ICD). The patient will be monitored until then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.